Manufacturer narrative:
The reported calcification in a dialysis patient was confirmed. Morphological and histopathological examination found all three leaflets contained calcifications with associated tears. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Per the warnings section of IFU artmt600099236, "accelerated deterioration due to calcific degeneration of the valve may occur in individuals requiring hemodialysis".

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to calcification and was replaced with a 21mm masters series mechanical heart valve. The patient was reported to be stable condition.